Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing with a black cartridge, the staples were not formed. The device cut, but the staples slightly penetrated the tissue and looked like goal posts. Seamguard was used as buttressing material. No noises were noted. The firing did not feel smooth and there was a slight resistance when opening the device. A black cartridge was used on the first firing without issue. The patient's bmi was 45. A competitor device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)= cartridge, one piece sled, drivers. Conclusion: based on the photographic evidence, the event description can be confirmed. The hands-on analysis found that one long60a device was returned in good visual condition and with an ecr60t cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.